Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that post implantation of an intraocular lens (iol) a patient was unable to see distance well enough to drive as well as poor near vision. The patient reports also seeing 'artifacts' in her vision when sun shines. Following the implant procedure, the surgeon was able to correct vision individually, but she cannot see with both eyes open. Additional information was requested.